Event description:
It was reported that pacing impedances on the non-boston scientific right ventricular (rv) lead connected to this device were high out of range. Thresholds were also reportedly gradually increasing. Pacing impedances on the non-boston scientific left ventricular (lv) lead had also been increasing for several months, before decreasing dramatically. This cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed with these observations in mind. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right ventricular (rv) lead connected to this device were high out of range. Thresholds were also reportedly gradually increasing. Pacing impedances on the non-boston scientific left ventricular (lv) lead had also been increasing for several months, before decreasing dramatically. This cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed with these observations in mind. No adverse patient effects were reported. The device and leads remain in service.